Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad educator that the pt called the hospital with complaints of right sided failure. The labs from a nearby hospital revealed high liver numbers (inr 7). Physician requested pt be admitted to hospital; however, three hours later, the pt was found still at home with shortness of breath. Pt was brought to the hospital and intubated. When the pump speed was increased from 9400 rpms to 9600 rpms, low flow alarms occurred with a flow of 2.4. Waveform and log file analysis confirmed low flow alarms, and a decision was then made to exchange the pump. The lvad was replaced with another lvad, and the pt's original inflow conduit and outflow graft remained in place. The surgeon noted that thrombus had been sucked into the inlet stator from a pannus which had formed around the inflow. The surgeon also reported that the positon of the inflow cannula was not a factor. The pt remains stable with the manufacturer's lvad.

Manufacturer narrative:
Pt remains ongoing with the manufacturer's lvad. The device was sent to the manufacturer for evaluation. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.